Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-jun-2023. H6: investigation summary it was reported there was visible scale marking issues. To aid in the investigation, ten samples bulk packaged in three plastic bags was received for evaluation by our quality team. One bag has "scale mark" and has five samples, a visual inspection was performed with 10x magnification. Four of the five scale mark samples have partially printed scale graduation lines at the numbers 11, 13 and 23. The other sample has a partially printed scale at the graduation lines for 28 and 29. Although the scale lines are partially printed, they are considered imperfections when detected in the process inspections. They are accepted and a request is put in to fix the variation. A device history record review was completed for provided material number 301035, lot 2040685. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed for scale marking issues.

Event description:
It was reported that during inspection 99 of the bd luer-lok syringes had scale markings that were illegible. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, we submit the abnormalities found at the end of the batch. All abnormalities were found before use and thus no patients are involved. Scale mark issues: 99.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during inspection 99 of the bd luer-lok syringes had scale markings that were illegible. The following information was provided by the initial reporter, translated from dutch to english: according to procedure, we submit the abnormalities found at the end of the batch. All abnormalities were found before use and thus no patients are involved. Scale mark issues: 99.